Event description:
It is reported that when the surgeon tried to implant the replacement kit, it would not fit. It was reported the elbow was a size small. Another replacement kit was opened, which was implanted successfully.

Manufacturer narrative:
Evaluation summary: the complaint does not state whether or not the second kit used was the same item number. No item numbers of the previously implanted stems were provided. X-rays were not returned for evaluation. The complaint indicates that the elbow was small. There are different revision bushing kits for the various combinations of implant stems, as noted in the surgical technique. Based on the information provided, the exact cause can not be determined with certainty. Device history records indicate all components were manufactured and inspected to specification.